Event description:
(B)(4).

Event description:
It was reported by the patient that when the start button on the remote monitor was pressed, nothing happened. No indicator lights came on and it did not initiate a transmission. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Device will not start interrogation when start button is pressed. Assembly out of electrical specification.

Manufacturer narrative:
(B)(4).